Event description:
The customer reported to olympus, a b30 scope communication error was received when using the evis exera iii xenon light source. The issue was found at the start of the colonoscopy, at the end of the gastroscopy procedure. The procedure was completed using a similar device. There was no impact on the duration of the examination or on the patient.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the issue being resolved after the connector dried. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.